Event description:
During a laparoscopic hernia repair procedure, the staples did not form properly and the instrument was difficult to remove after firing. The hosp reported that no patient injury had occurred.

Manufacturer narrative:
5/15/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The difficulty reported was attributed to an internal component which broke. Unfortunately, the cause for this condition could not be reliably determined.